Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2022-00205. A facility reported that mayfield composite series base unit, standard (a3101) was used for a posterior cervical fusion, and patient slippage occurred which caused laceration to the posterior lateral scalp of the patient. Staples were placed to close the laceration, and different mayfield devices were used to complete the procedure. There was less than 30 minutes delay on surgery. Additional information received indicates that it is unknown if the devices slipped or if it was due to application. Both devices that were involved in the incident are being sent back for evaluation as a precaution due to the patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation; device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate the slippage due to not having all the parts that was involved. The set was received without the a3018 swivel adapter. The starburst teeth are in good working condition. The lock does have some slight rotational movement, but when properly put under pressure and locked down, it would not have caused the slippage. Unrelated to the reported complaint, the lock had rotational and lateral movement and a residue buildup was present. General maintenance and cleaning performed. New components were added to replace worn internal parts. Root cause: probable root cause is improper or suboptimal positioning of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.